Manufacturer narrative:
Date of event is (B)(6) 2014 when the article was accepted. Review of the manufacturing records verified that the lot met release requirements. The device was not returned. Consequently, a direct product analysis was not possible. All information has been placed on file for use in tracking and trending. The other two devices mentioned in the event description (b5) are reported under manufacturing report number 2017233-2015-00445 & 2017233-2015-00447.

Event description:
The retrospective analysis of prospectively collected data article, ¿contemporary comparison of aortic arch repair by endovascular and open surgical reconstructions; journal of vascular surgery; (B)(6) 2015¿ was reviewed. Over a six year period, ending in 2013, the gore viabahn® endoprosthesis was used along with other manufacturer¿s devices as supra-aortic trunks implanted during thoracic endovascular aortic repair (tevar). It was reported in the article that patient #1 experienced gutter endoleaks (ie, secondary to the channels between the chimney and the aortic stent graft) with three devices. The patient was managed by reintervention using embolization or proximal stent graft extension.